Event description:
It was reported that asymptomatic patient presented via merlin.net transmission. The device was found to be in backup vvi reset mode. The patient was brought into the clinic for further troubleshooting. A device download was performed successfully. The device was restored.